Event description:
It was reported that novum iq large volume pump (lvp) failed to infuse as expected. While running a continuous lactated ringer at 100cc/hr, it was observed that the pump stopped infusing with ¾ of the bag left. The pump was making a ¿ticking¿ noise that the pump usually makes when trying to infuse; however, no drips were observed dropping in the dip chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to e1(initial reporter first name, last name, facility name, address, city, postal code), g3: date received by MFR: update to 02/25/2025. Additional information: g2 (add source), h6, h11. H11: a review of the event history log identified the infusion with a rate of 100 ml/hr for a volume to be infused of 900 ml. Additionally, three air in line alarms and se 20602 (monitor motor stall) were observed. The reported "ticking noise" was unable to be identified from the logs. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.